Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
The facility biomedical engineer reported poor phaco. The surgeon stated a system message displayed. The surgeon was able to complete the case. The last case of the day was canceled. The last case had been prepared for surgery. No patient injury was reported.